Event description:
A report was received that a pt was scheduled to undergo a revision procedure. The pt's ipg was at an angle in the pocket, and the pt was experiencing difficulty charging. The physician relocated the pocket. The pt is happy with her stimulation and is reportedly doing well.

Manufacturer narrative:
This is the final report.